Event description:
Routine complaint investigation when a consumer reported the inability to perform a blood glucose test on their precision qid blood glucose monitor. The customer experienced signs of dizziness and disorientation that required emergency transport and subsequent admission to the hosp. Initial complaint investigation identified the customer has not utilized the glucose monitoring system per label copy. The customer had applied blood to the electrodes at the end of the strip, instead of the target area resulting in contamination of the port with blood.